Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of seizure.

Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm on (B)(6) 2025. On the day of the event, the pediatric patient experienced a seizure and fall, which coincided with a failure of the wearable continuous glucose monitor (cgm). No blood glucose (bg) readings were available at the time, and it remains unknown whether the event was related to hypoglycemia or hyperglycemia. Following the seizure and fall, it was observed that the cgm sensor had dislodged. Upon reviewing the cgm display, a sensor failure message was noted, indicating that the sensor needed to be replaced. It was confirmed that the fall did not cause the sensor failure, and it is possible that the failure occurred prior to the seizure. According to the patient¿s parents, no treatment was required for the seizure. There was no documentation of further medical evaluation or intervention. At the time of this report, the patient was stable. Data was provided for investigation. The allegation was confirmed via data. The probable cause could not be determined via data. No additional event or patient information is available